Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted. No unexpected resetting time/date after changing battery noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart each time after changing the battery. Blood glucose level at the time of the incident was not provided. Customer was calling back after completing troubleshooting previously. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.